Event description:
It has been reported to co that during the procedure the connector site to the pump leaked. Reportedly, the connection seemed loose. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.